Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked when the customer received the pump. There was no patient involvement as the customer was not using the pump at the time of the event. Reportedly, the customer will continue using another tandem insulin pump until the replacement pump was received.